Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. While removing the stylet, the stent dislodged from the delivery balloon outside the pt. The procedure was completed with another of the same device. No pt complications occurred and the pt is "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).